Event description:
It was reported that after they changed to a new blanket, the patient got colder than the set temp by 1 degree. It was reported that they waited an hour and the patient never warmed back up. At this point they changed to a different altrix device.

Event description:
It was reported that after they changed to a new blanket, the patient got colder than the set temp by 1 degree. It was reported that they waited an hour and the patient never warmed back up. At this point they changed to a different altrix device.

Manufacturer narrative:
It was reported that the customer was having issues with the altrix device cooling a pediatric patient and that the patient's temperature decreased by 1 deg as a result. The customer alleged that the water temperature fluctuated between 39 and 41 degrees. According to the senior clinical nurse consultant the water fluctuates in this manner at times during treatment with one hose as flow rate likely fluctuated affecting the temperature. The senior clinical nurse consultant reviewed treatment data from this device and determined that the unit was functioning correctly. The customer reported that switching to a stryker probe stabilized the water temperature, and the baby started warming for a short period. However, then the baby's temperature started to cool again. Since the customer was using a folded adult blanket, it's possible that there was a flow obstruction contributing to the warming issue.